Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dialysis catheter. The customer stated that the catheter was implanted on (B)(6) 2011 and removed on (B)(6) 2011 because, the pt stated there was bad flow. An x-ray was done and an interrupt at the contrast film between the sleeve and the cuff was noticed. The catheter had broke. After the catheter was removed it was said to look "chunky".

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.